Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that the customer experienced the hyperglycemia. The customer¿s blood glucose level was 23.6 mmol/l at the time of the incident and the current was 11.2 mmol/l. The customer was not admitted into the hospital as a result of the high blood glucose. Based on the customer reports customer does not allege the insulin pump was under delivery. The customer was treated with the manual injection. The device will not be returned for the analysis.